Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced to dilate the lesion; however, upon the inflation the balloon ruptured. The procedure was completed with a non-bsc device and flow recovery was observed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced to dilate the lesion; however, upon the inflation the balloon ruptured. The procedure was completed with a non-bsc device and flow recovery was observed. No patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 3.3cm from the tip. There is blood present in the hub, inflation lumen, guide wire lumen, and balloon. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.